Manufacturer narrative:
The local area field representative was contacted for additional information. The cause of death was unable to be obtained, however the physician did not feel the patient's death caused by the device or the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room two days post-implant due to receiving 17 shocks. Boston scientific technical services (ts) reviewed episode data which showed a smartpass episode had been recorded prior to the treated events. Smartpass was disabled as expected due to small sensing signals. Data stored in the device found the patient had a heart rate of ~100 beats per minute (bpm) 25 minutes prior to the smartpass recorded event. A decrease in heart rate was observed approximately 9 minutes before the recorded event, with the heart rate decreasing from 100 bpm to 70 bpm over approximately 7 minutes. A more rapid decrease occurs from 70 bpm to < 30 bpm in approximately 30 seconds. The heart rate of <30 bpm persisted for approximately 1.5 minutes. The treated episodes were recorded approximately 22 minutes later. The rhythm sensed at that time could not be confirmed, but low amplitude ventricular tachyarrhythmia cannot be excluded based on the information available. It was reported the patient expired five days later. It was noted the patient had been very ill. The physician suspected the cause of death to be respiratory or clot related.